Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient experienced a body tingling sensation on early morning feeling like having a shock. The patient was verified as having a brady pacemaker and had an open wound near the pacemaker area. There was no additional adverse patient effects were reported. This pacemaker was explanted.